Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they had experienced electrical shocks right above and below the neurostimulator site with any contact to the site, even with a very light pair of shorts. Patient said that when sleeps whenever rolls over, was shocked when that area was touched by anything. When asked, patient said that doesn't feel electrical shocks any other time except for had noticed that when patient has twisted or bended over also experienced shocks. Patient said was a nurse and said that there was no infection at the site, said that there was tagaderm dressing over the area. Reviewed potential healing time factors and how activities such as bending and twisting or changes in posture could potential affect stimulation sensation. Also reviewed potential that setting could be too high for the patient's body. Reviewed navigation basics and patient connected to implant and decreased setting from 2.4 to 2.0 and send that when lightly placed hand over area, did not experience any shocking unless applied some pressure. Patient also gently twisted and stated that didn't feel any shocking. Patient will maintain stimulation level and will continue to track symptoms. Patient will monitor for the rest of the day and during the night when sleeping. Reviewed option to decrease setting even more if needed. When asked, patient said their post operative appointment has been scheduled and believes it was on (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.